Event description:
Initial reporter called and stated that the cross braces are bent. The reporter does not know how this happened. The end user is reported resides in a facility. There is no reported injury.